Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
An advance sling was implanted; details of procedure and date of implant are not available. Reportedly the advance sling was removed sometime later due to "traumatic erosion" of the sling. This pt then had another incontinence device implanted. Ams has requested clarification of the pt's pelvic surgical history.